Event description:
It was reported that during a da vinci si myomectomy procedure the monopolar curved scissors instrument couldn't come out of the cannula and got stuck. Then arm was undocked and the instrument was taken out. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The tube extension was broken and missing a .280 x .160 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Breakage/dislodgment likely contributed to the instrument getting stuck in the cannula. The tube extension fractured next to one of the keys that mates with the proximal clevis. Engineering concluded the tube extension likely broke due to excessive side loading or other mishandling/misuse. Additional observation not reported by the site was tube damage. The distal end of the main tube had a 1 long section with material removed on one side of the tube. The damaged area was parallel to the tube axis and had a rough surface finish. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.